Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 2 infusion sets cannula kinked events on (B)(6) 2024. The event occurred within three hours of insertion for first and between 3 - 4 hours for second. The site of insertion was abdomen. The blood glucose level was 434 mg/dl and the patient was treated with correction injection via multi-daily injection (mdi). The patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.